Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of extension unscrew with peritoneal fluid leakage bacterial peritonitis with culture positive for gram negative bacillus, fever, loss of appetite, somnolence and (B)(6) in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On (B)(6) 2011, the patient began treatment with dianeal pd4 unknown bag and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). It was unknown if dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing. On an unreported date, the patient experienced the extension line unscrew with peritoneal fluid leakage, fever, loss of appetite, somnolence and (B)(6) weight loss. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain which required hospitalization. On an unreported date, the patient initially began remedial therapy with vancomycin (1 gm, at 5 days, ip), ceftamil and heparin. On (B)(6) 2011, the event of bacterial peritonitis with culture positive for gram negative bacillus resolved. The outcome for the events of extension unscrew with peritoneal fluid leakage, fever, loss of appetite, somnolence and (B)(6) weight loss was not reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue; physician reported 'extension unscrew' with peritoneal fluid leakage and peritonitis. Complaint is not confirmed and the assignable cause is undetermined because the extension set was not returned to baxter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.